Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. A brk transseptal needle and stylet were also received. The reported plastic particle was not returned. The sheath and dilator were fully engaged upon receipt; the dilator was removed to enable visual inspection. No visual anomalies were noted. No resistance or other functional anomalies were noted when a guidewire from current inventory was inserted through the dilator. Additionally, no resistance was noted near the distal end of the dilator when the returned brk needle/stylet assembly was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and evidence of skiving was noted at the distal end of the dilator, consistent with the reported guidewire insertion difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported plastic particle was not returned but is consistent with skived material exiting the dilator.

Event description:
During the procedure, after removing the transseptal needle and inserting the guidewire through the sheath into the left atrium, resistance was noted and the guidewire was unable to be introduced. The guidewire was removed, the introducer was aspirated and a plastic particle was observed in the aspirated fluid. The guidewire was then able to be inserted through the dilator and the procedure was completed with no consequences to the patient.